Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bolus administering issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient stated that they were given a un-commanded bolus at 6:20 am of 20 units for 206 mg/dl of carbs that they did not enter. The patient stated that their blood glucose (bg) levels at that time were up to 206 mg/dl, but they were sleeping at the time. Patient stated that they were woken up around 8:40 to 9 am to an alert that their bg levels were 41 mg/dl. The patient stated that they then got up and ate something. They overcorrected for the low and this caused them to go high so they gave another bolus around 9-920 am to get back in range.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 controller. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d(4): sequence number changed from unavailable to 01020000-000037727. Lot number changed from unavailable to h000464 model no changed from pt-000408 to pt-000409. Catalog no changed from unavailable to skt-h001-g-x9. Unique identifier (UDI) # changed to (B)(4). . Correction to h(4): device mfg date changed from unavailable to 6/16/2022.